Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had problems with the angulation. Inspection and testing of the returned device found that angulation was locked. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that angulation was locked, there were spots on the image guide bundle, and there was peeling of the curved rubber adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to component cracking, breakage, and deformation of the angle wire. The cause is not could not be further presumed, however. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration procedure. It is unknown if other devices were involved or if there was a delay to the procedure. The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.